Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 526 mg/dl. Elevated blood glucose was addressed via manual insulin injection. Customer went to the emergency room and was subsequently admitted to the ICU for the elevated blood glucose and moderate ketones. Customer was treated intravenously with saline and insulin and was released from the ICU 4 days later with the issue resolved and no permanent damage.